Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that infusion set tubing was not correctly clicked into the infusion site on the users body overnight which resulted in a high blood glucose level. Patient was treated in the emergency room with mdi over 4-6 hours and a saline drip. Blood glucose returned to normal range and patient sent home.